Event description:
Event description boston scientific, crm received information that this left ventricular (lv) lead has experienced significant changes in pacing impedance. In all 4 configurations the impedance measurement is >2000 ohms. The lead is unable to capture in all configurations. An x-ray was inconclusive; however, not all of the lead was visible as it was behind the device. Capture was obtained in the tip to coil configuration at high output. The lead was later capped and abandoned surgically. Another lv lead was unsuccessfully implanted during the procedure due to the patient's anatomy. No adverse patient effects were reported.